Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The lateral lug hole on the femur has a piece of metal sticking out, which caused it to scratch the insert trial during surgery and leave debris.

Manufacturer narrative:
Visual examination of the returned device confirmed a burred condition on the top edge of the medial and lateral anterior drill hole holes. The burred condition could contribute to the reported scratching of the insert trial during trial reduction. The root cause is attributed to device wear from normal use and servicing. The instrument is old and has been subjected to heavy usage. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.